Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred. According to the patient, on early morning on (B)(6) 2026, they experienced frequent instances of signal loss causing the connected t: slim x2 insulin pump to be unable to use cgm readings to adjust insulin delivery. The patient experienced hyperglycemia with nausea and vomiting. The patient was taken to the hospital and was treated there with IV dextrose and insulin (dm). The patient was discharged on (B)(6) 2026. At the time of the report the patient was good. No other details were documented. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional customer or event information is available.